Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, it was noticed that this was duplicate information which has been provided on MDR #3004753838-2014-19221 . The initial MDR for this report (MDR#3004753838-2014-15331) should not have been submitted.

Manufacturer narrative:
The reported device was not returned; however, a transmitter (sn (B)(4)/ mfg date: 12/01/2012) was returned for evaluation and there was no issue detected.